Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having sensor issues. Customer reported that the sensor did not last long it only last for 4 days. Customer reported that the sensor and blood glucose had large difference. Customer stated the sensor reading was 400 mg/dl and blood glucose was not over 200 mg/dl and at other times it was going into suspend when it was not low. Customer reported getting calibration errors and change sensors. It was explained to customer how calibration works and discussed alert silence feature. The customer was advised to contact helpline if further assistance is needed.